Event description:
The patient went to the emergency room and an explant procedure was performed on (B)(6) 2025 due to suspicion of device migration and severe pain.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the implant procedure to confirm device placement, inadequate fixation, and implanting a damaged neurostimulator have been ruled out. However, the explanting physician noted suspicion of migration. Potential causes of migration include: improper surgical technique, severe force applied to the implant (patient fall, accident), excessive twisting or stretching, the patient having contraindicating conditions, and interference from a non-curonix device. The stimulator is used to treat pain. The cause of severe pain is due to migration. However, the cause of migration is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.